Manufacturer narrative:
The device was received for evaluation. Visual inspection identified damage to the downstream tubing guide. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported inability to adjust the tubing guide, which was later clarified to be "air in line"; the issue was not reproduced. A review of the event history log identified multiple "air-in-line!" Messages. The reported condition was verified. The cause was determined to be a damaged tubing guide and an out of calibration ultrasonic sensor. The ultrasonic sensor and the tubing guide were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which unable to calibrate tubing guide as an air in line fault. The problem happened during testing in the biomed service department. There was no patient involvement. No additional information is available.